Manufacturer narrative:
There was no indication that the explanted lead was returned. Attempts were made to obtain additional information but was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unknown reason. Additional information confirmed that the lead had dislodged. No additional adverse patient effects were reported.